Event description:
Primary IV tubing would not lock into the channel at the blue and white clip. A second channel was attached to the pump and the tubing still would not go into the channel correctly. A new primary IV set was strung and the new set worked properly in the channel and locked into place.